Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the theatre on the onset of dialysis, the red hub on the pigtail of the catheter that was placed in the patient's right subclavian was found cracked and as a result, the patient suffering from kidney failure could not be dialyzed. A repair kit was used to alleviate the issue and successful dialysis was completed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.